Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately ten years post vena cava filter deployment, imaging demonstrated two filter limbs had allegedly detached. It was further reported that one limb was located in the peripheral right pulmonary artery and the other limb allegedly perforated the wall of the right ventricle. Reportedly, open heart surgery was performed to remove the filter and the detached limbs. The patient was discharged from the hospital in stable condition.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged perforation of the ivc and detachment of filter limbs in the heart as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that approximately ten years post vena cava filter deployment, imaging demonstrated two filter limbs had allegedly detached. It was further reported that one limb was located in the peripheral right pulmonary artery and the other limb allegedly perforated the wall of the right ventricle. Reportedly, open heart surgery was performed to remove the filter and the detached limbs. The patient was discharged from the hospital in stable condition.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged perforation of the ivc and detachment of filter limbs in the heart as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that approximately ten years post vena cava filter deployment, imaging demonstrated two filter limbs had allegedly detached. It was further reported that one limb was located in the peripheral right pulmonary artery and the other limb allegedly perforated the wall of the right ventricle. Reportedly, open heart surgery was performed to remove the filter and the detached limbs. The patient was discharged from the hospital in stable condition.

Event description:
It was reported that approximately ten years post vena cava filter deployment, imaging demonstrated two filter limbs had allegedly detached. It was further reported that one limb was located in the peripheral right pulmonary artery and the other limb allegedly perforated the wall of the right ventricle. Reportedly, open heart surgery was performed to remove the filter and the detached limbs. The patient was discharged from the hospital in stable condition.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged perforation of the ivc and detachment of filter limbs in the heart as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that approximately ten years post vena cava filter deployment, imaging demonstrated two filter limbs had allegedly detached. It was further reported that one limb was located in the peripheral right pulmonary artery and the other limb allegedly perforated the wall of the right ventricle. Reportedly, open heart surgery was performed to remove the filter and the detached limbs. The patient was discharged from the hospital in stable condition.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Medical records were not provided for review. One image was provided and reviewed. Based on the image provided, due to poor image quality the number of attached filter arms and legs could not be determined. Therefore, the investigation is inconclusive for the alleged perforation of the ivc and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).